Event description:
This lead was originally capped on (B)(6) 2011 due to dislodgement. The lead was explanted on (B)(6) 2012 due to a blood infection. The hosp retained the device. Should additional info become available, this file will be updated.